Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal part (heater wire) at the tip of jaw was peeled off, and it became impossible to properly pinch the blood vessel. The new vh-4000 was released and the operation was continued. There was no health hazard to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4).